Event description:
It was reported that when using the bd pyxis¿ medbank tower had user unable to dispense medication. Technical supported specialist verified if that med was stocked. Then guided customer on adding item to issue for patient. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication. The technical support specialist (tss) identified that the medication was stocked in the device and guided the user to add the items to issue for the patients. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.